Event description:
Information received by medtronic indicated that the insulin pump had crack on bottom no harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the end cap found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer and missing end cap address label. Cosmetic damage was confirmed at the end cap.